Manufacturer narrative:
Concomitant medical products: product ID: w4tr04 crt-p, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing post-operative diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead was reprogrammed to eliminate the stimulation. No further patient complications have been reported as a result of this event.